Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, gel bleed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker "grade ii" and "implant gel bleed." Device was explanted.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker "grade ii" and "implant gel bleed." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. Gel bleed: not observed. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease/stress marks was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6., h.11.